Manufacturer narrative:
(B)(4). Concomitant medical product: biolox option taper adapter, catalog#: 650-1067, lot#: 462120 taperloc complete micro primary femoral porous coated stem, catalog#: 51-109070, lot#: 3023608 unknown acetabular component. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-11227, 11228.

Event description:
Patient reported experiencing continued hip pain approximately 12 months post-implantation. Patient claims not to be able to lay on the operative side. No further information has been provided.